Manufacturer narrative:
(B)(4). Batch #: unknown. Investigation summary: as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch/serial number was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: no patient adverse consequences were reported. It is not a problem of 0035, but a problem when using 0013m product with 0035h. The insulation of the insulated part was peeled off, and replaced with a new tip. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the 0013m was being used with the conmed 2450 & 0035h pencil. The insulation part of 0013m broke. The generator power at that time was 40w. There were no patient consequences.